Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the force bipolar instrument failed to unclamp. At this time, it is unknown if the instrument release key (irk) was used to attempt to open the jaws. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar instrument jaws would not open, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) device. Isi has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.